Event description:
Pt experienced meningitis shortly after implantation of infusion pump and catheter. The pump was explanted and has been returned to the MFR for analysis. It appears that the pt's infection resulted from an infected pocket site. The pt was hospitalized and was treated with IV antibiotics.